Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, while being applied to resect colon, after manually opening staple, staple was no longer able to fire, green button could be pressed but handle could not be squeezed to fire. A new reload was used in order to complete the procedure. No patient injury.